Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient has infusion set issue on (B)(6) 2026. Patient experienced tape not sticking due to scratching at the site. No further information available.